Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of "error code 1310". The investigation found, that the device displayed "error code 1310". The real time clock battery was replaced, but the root cause is unknown. A manufacturing DHR review was not performed, because the results of the complaint investigation do not indicate, a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found, during the review of service and repair records.

Event description:
It was reported that, cadd-solis vip alarmed error code 1310. No patient injury reported.